Event description:
The technician alleged the head of the bed would not lower and was in a raised position. No patient impact.

Manufacturer narrative:
The technician replaced the controller to resolve the issue.